Event description:
A pump declared a cartridge change error was reported. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support instructed the customer to inspect and clean the pump areas, but the issue was not resolved due to a lack of extra supplies. The customer planned to call back once they were ready to replace supplies. A follow-up call from technical support was made, but the customer did not answer.